Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received along with the main unit at the service center. The reported issue that there was a problem with the pin of the connector of the device was confirmed. The primary visual evaluation of the device indicated that the jacket of the power cord was damaged and the inner pin was found to be burnt. The handpiece was not repaired as it was identified as a non-repairable device and was returned to the customer as requested, hence is unavailable for further evaluation. The damaged power cord would have caused the overheating of the device, causing the burnt pin. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the vapr vue generator had an error 200 65. There was no adverse consequence to the patient. The vapr3 footswitch ea had no defects and was added as an accessory. The 2 vapr handpiece ea reported had a problem the pin on the probe connection part of the handpiece. The customer does not want to provide additional information about this pc.